Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). Pt mentioned that their SCS device was scheduled to be replaced on August 3 because it was no longer functional and would not charge. Agent was unable to obtain further details. The agent attempted to call the pt back, but the call went to voicemail, so a voicemail was left.

Manufacturer narrative:
B3: Event date is not known. Please see B5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.